Event description:
It was reported by the patient¿s parent that the ventricular lead ¿is not working¿ and needed to be replaced. It was further reported that the lead had ¿malfunctioned and that the xray showed no cracks or displacement. Additional information obtained from the cardiology clinic reported that the lead was not fully seated in the device header. A lead revision was performed and the pin was completed seated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).